Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the short arm segment repair kit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The support arm serves to relieve the patient from the weight of the tubing system. According to installation instructions for support arm 178 (rev.01), the maximum load of the arm is in range between 1 to 3 kg depends on the angle of use of the accessories. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).